Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence but had removed insulin from the cartridge outside of the load sequence. There was no reported impact to the customer's blood glucose level. A new cartridge was successfully loaded onto the pump to address the alarm.